Event description:
It was reported that the patient underwent implantation of three pillar polyethylene terephthalate implants (braided polyester filaments) into the soft palate for snoring and sleep apnea. The patient continued to snore and experience sleep apnea after the procedure. Sometime post-op (greater than 24 hours), one implant partially extruded through the mucosa. The patient was seen for follow-up two months post-op. The exposed portion of the implant was trimmed and left in place. Seven weeks later, the implant was explanted. The patient was scheduled for replacement. No other problems were reported to the doctor's office.

Event description:
It was reported that the patient underwent implantation of three (B)(4) implants (braided polyester filaments) into the soft palate. Sometime post-op (greater than 24 hours), one implant partially extruded through the mucosa. The patient was seen by the physician in (B)(6) 2011; the physician trimmed the implant. The physician removed the implant in (B)(6) and the patient was scheduled for replacement. No injuries to the patient were noted.

Manufacturer narrative:
(B)(4). The pillar system is intended for use in stiffening the soft palate tissue, which may reduce the severity of snoring in some individuals, and for the reduction of the incidence of airway obstructions in patients suffering from mild to moderate obstructive sleep apnea (osa). Use of the system involves potential risks normally associated with the use of any implanted device, including, but not limited to, erosion of implant, implant migration and partial / full extrusion of the implant.

Manufacturer narrative:
No medwatch form was received from the user facility, therefore, information on the medwatch form 3500a was completed by medtronic with information received from the reporter. (B)(4). The pillar system is intended for use in stiffening the soft palate tissue, which may reduce the severity of snoring in some individuals, and for the reduction of the incidence of airway obstructions in patients suffering from mild to moderate obstructive sleep apnea (osa). Use of the system involves potential risks normally associated with the use of any implanted device, including, but not limited to, implant migration and partial / full extrusion of the implant. The implant was discarded. Neither applicable imaging films nor applicable medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.